Event description:
Initial troponin t result 0.157 ng/ml. Same sample repeated the next day gave result of <0.01 ng/ml. New sample from same pt also tested in 2007, result was <0.01 ng/ml. If additional information is received, appropriate notification will be provided.